Event description:
Additional information was received that during the valve ( (B)(6) ) implant, the valve was recaptured a total of two times as the valve appeared constrained during both deployment attempts.

Manufacturer narrative:
Updated data: a3b - gender b5 - event description correction: regulatory report number 2025587-2024-01822 captures the complaint on valve serial number (B)(6) for the second constrained valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve (j149481), a pre-implant balloon aor tic valvuloplasty (bav) was performed using a 20-millimeter (mm) non-medtronic (z-med) balloon due to calcification. 2 deployment attempts were made. Subsequently, the valve appeared constrained upon each deployment attempt. The valve was recaptured and withdrawn from the patient. A new valve (j149262) was used for the procedure. A pre-implant bav was performed using a 23 mm non-medtronic (true) balloon. During the first deployment attempt, the valve appeared constrained. The valve was recaptured and withdrawn. A new non-medtronic 23 mm valve was used to complete the procedure. It was noted that a procedural delay of 40 minutes occurred, and the calcification of the patient¿s anatomy contributed to the constrained valves. No adverse patient effects were reported.

Manufacturer narrative:
Regulatory report number 2025587-2024-01822 captures the complaint on valve serial number (B)(6) for the first constrained valve. Continuation of d10:  product ID evolutfx-29 (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (0012096141); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (0012048513); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.